Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the on/off switch turned itself off 6 hrs into the surgery. The monitor was turned back on and 15 minutes later, was again found in the off position. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.